Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This case was previously reported on (B)(4) with MDR# 3030677-2018-01060. Device was not returned for investigation.